Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported for the past three months the implantable neurostimulator (ins) would go off by itself, and sometimes wouldn't turn on. It was noted the consumer would confirm with the remote the ins was off, and the vibration would stop as well. It was confirmed there were no falls related to the issue, it just started happening out of the blue. No further complications were reported.